Event description:
Procedure type: unk. Patient gender: unk. According to the reporter: when using the needle for the first time the "audible click" was not heard, upon investigation, it was found that the needle was exposed and the shield not deployed. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.